Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and lumbar radiculopathy reported via the manufacturer¿s representative (rep) seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, seeing the reposition antenna screen on the recharger, being unable to communicate using the recharger, and being unable to recharge. The last time the device was successfully recharged was four months ago due to being in and out of the hospital/rehab for unrelated issues. No patient symptoms were reported. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient's temporary device from a different company performed better than their implanted system. The patient has a blood disorder called polymyalgia and is in extreme pain because of it. The patient fell and had to have an unrelated surgery to the device. Info on inability to charge was reported again. The caller stated that the patient is in pain at night. The caller mentioned that the patient's legs were swelling and they were getting lesions on them. The patient was put on a fungicide as it was thought to be bacterial. The patient was taken to a different doctor who administered water pills and now it is gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was in overdischarge. The reps reason for the call was to report having reset the patient's recharger but then mentioned that the patient had a physic ian recharge mode (prm) done as the battery was discharged. The rep stated that they performed the pr<(><<)> and cleared por and sent the patient home to continue charging. The rep stated that the patient said the insr wasn't working and they didn't know what was wrong with it. When the rep saw the patient the screen was blank, even after being plugged in, and it was beeping. The rep reset the recharger. The patient didn't recharge due to unrelated surgeries such as knee replacement.